Event description:
Report received from the USA stating that "when driver is used with the s-saw, it stops turning when it hits the bone." The device was used in cervical spine surgery. The device is used to take a bone graft from the hip. There were no patient or user injuries reported. There was no delay in surgery reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was confirmed. The device was found to have worn/damaged reduction gears due to usage and wear over time. If additional information is received, a supplemental report will be sent. (B)(4).